Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal instrument would not seal. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed, and no product issue was identified. The synchroseal was placed and driven on an in-house system. The synchroseal passed recognition, engagement, and sealed as expected. The synchroseal instrument also moved intuitively with the full range of motion in all directions. There were no failures reported in the logs. The complaint was not confirmed by failure analysis. .